Event description:
It was reported the patient presented with an atrial lead that oversensed noise and exhibited varying low voltage impedance. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.